Event description:
The customer reported that the subject device displayed an e315 error code (scope error). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (e315 error code) could not be confirmed or duplicated. However, service found there was play in the angulation control knob and reduced angulation due to stretched angle wires. There was a trace of water ingress in the connector, the light guide lens was cracked, the bending section cover adhesive was cracked, the insertion tube was scratched, the connector was damaged due to physical stress, there was insufficient air to clear the water from the objective lens due to nozzle clogging, the insertion section was damaged, and the objective lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failures of the imaging unit, failures of the internal circuit board of the scope connector, or failures of the video system center. Olympus will continue to monitor field performance for this device.